Event description:
While undergoing a dual chamber permanent pacemaker insertion in the cardiaccath lab setting, upon getting venous access a small piece of the micropuncture wire unravelled & was retained in pt's chest. Venogram confirmed itwas not within the vessel. Attempts to retriev were unsuccessful. Fluro to r/o foreign body was performed wherein a6mm radiopaque density was seen in the left axilla probably representing the small wire fragment in the soft tissue. Risk outweighed benefit of removal w/ disclosure provided to pt of incident.